Manufacturer narrative:
The product used was either spinbrush proclean toothbrush soft 66878 00078, spinbrush proclean toothbrush medium 66878 00079, spinbrush pro whitening toothbrush soft 66878 00191 or spinbrush pro whitening toothbrush medium 66878 00193. (B)(4).

Event description:
Consumer reports toothbrush head breakage during use. This is reported as a malfunction with the potential to cause serious injury. No injury occurred. This is being submitted as part of retrospective review to identify malfunctions with the potential to cause serious injury.